Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had visited the emergency room (ER) due to hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 618 mg/dl while wearing the pod between 4 and 24 hours on the arm. Symptoms reported included vomiting. The patient was diagnosed with acute pancreatitis and treated with unspecified pain management and intravenous medication. The patient left the ER the same day. The patient removed the pod at an unspecified time and found the pod site to have redness and blood. The patient confirmed a new pod was applied. Conflicting information has been reported for this event and follow up is being conducted with the patient to understand the course of events clearly.